Manufacturer narrative:
The center tray of the device did not have exposed sharp edges upon completion of the device investigation.

Event description:
It was found during device evaluation that the housing was damaged with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was found during device evaluation that the center tray and housing were damaged with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.